Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that the customer answered 'yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?¿ there was no reported patient impact.

Event description:
It was reported that the customer answered 'yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?¿ there was no reported patient impact.

Manufacturer narrative:
Manufacturing issue. The reported issue that the lvp module dimmed led segment issue could not be confirmed; no product was returned for investigation. No further complaint investigation is necessary as a CAPA was opened to address this issue.